Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was glue on the response button dome. The root cause for the glue was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and returned a patient's monitor and reported that the response buttons were non-functional.